Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high and low blood glucose levels. The customer treated his high blood glucose level with boluses and low blood glucose level with food. The customer had come back from a two week hospital stay for infection. The insulin pump alarmed lost sensor and failed self-test. Customer's blood glucose level dropped to 51 mg/dl. His blood glucose level was 315 mg/dl that morning. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with constant radiofrequency failed self-test alarm and unable to communicate to test minilink and the glucose sensor simulator to verify lost sensor alarm due to a faulty connector on the radiofrequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify predicted low, weak signal alarm or any alarm due to radiofrequency failed self-test alarm. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.